Manufacturer narrative:
(B)(4). Damaged cartridge the analysis found that one sc60a device was returned in good visual condition. One ecr60b cartridge reload was received fully fired. Upon evaluation, the reload was noted to have the deck and alignment stop tabs damaged. The damage to the cartridge deck is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, the firing stopped on the way when the device was used on the sigmoid. Another device was used to complete the case. There were no adverse consequences to the patient.